Manufacturer narrative:
Initial reporter address: (B)(6). A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, "right after connection" with a revaclear 300 dialyzer, an external blood leak was observed. It was reported blood leak was from the arterial side. The extracorporeal blood was not returned to the patient (no further details). There was no report of patient injury, or medical intervention associated with this event. No additional information is available.